Event description:
It was reported that during a laparoscopic gastroplasty procedure, the device locked. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lockout tab. The returned device was found to be nonfunctional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device.